Manufacturer narrative:
1 of 1 device was returned for evaluation. Evaluation of 1 device found chuck wear and lack of maintenance. The device was cleaned of debris and the turbine was replaced. The device were repaired and returned to the customer. This event is being submitted as part of vmsr. Only one event was received for this device during this quarter.

Event description:
This report summarizes 1 malfunction event where a t1 line handpiece would not hold burs. No injury resulted in any of the events.